Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The customer has indicated that the product is being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening at the hospital, the sterile packaging was found partially open, rendering the product unusable. The issue was identified during setup/inspection prior to use, and the device was not used. There was no patient involvement. Attempts have been made, and no further information has been provided.